Manufacturer narrative:
(B)(4). Date sent 10/14/2024. D4 batch #920c14. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45w reload present. The reload was received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. An event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number 920c14, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a right nephrectomy that the stapler locked out while firing on the renal artery. Device fired but the knife would not return and the jaws would not open. No mention of if the staples were fully formed or not. Rep walked them through the steps but it was like the device just "shorted out" there was not feedback and no noise. Manual override was used to open the jaws. Device was articulated so had to be removed with the trocar. Unknown if another stapler was needed to continue with the procedure. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 9/24/2024 d4: batch # unk the device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.